Event description:
It was reported that during a sheathed insertion in the femoral artery blood was observed leaking from the insertion site. As a result of this, the iab was removed and replaced. There were no associated pt complications.